Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367 are performing outside of established design performance specifications. One of the reported samples could not be found in the results log provided so the amplification curve could not be reviewed. The other samples were reviewed were reported as positive and generated a valid result. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367 identified two (2) additional tickets related to the reported complaint. One ticket was non-elevated and closed. While the complaint reported discrepant results, further investigation identified the run in question was invalid and contamination was the cause for the issue. The other ticket was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (ln 09n77-90) lot 506840 and 507367 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that they have 6 low positive results on realtime sars-cov-2 assay that become negative when repeated on the realtime sars-cov-2 assay or the roche system. Sample ID (B)(6) - realtime result positive (cycle number, cn 29,01); repeat result negative on roche system (extraction on roche with roche reagents; amplification with reagents from euroimmun on roche lightcycler). Sample ID (B)(6) - realtime result positive (cn 31,17); repeat result negative on roche and with the munich extraction protocol ((mep) "extraction" and amplification on the light cycler). Sample ID (B)(6)- realtime result positive (cn 29,94); repeat result 4x negative and 1x positive on roche. Sample ID (B)(6) - realtime result positive (cn 25,58); repeat result negative on roche. Sample ID (B)(6)- realtime result positive (cn 31,38); repeat result negative on roche and genexpert. Sample ID (B)(6) - realtime result positive (cn 30,79); repeat result negative on roche. There was no impact to patient management. The lab retests all samples with late/high cycle numbers. The lab reported these 6 samples as negative outside of the lab. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.